Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2013 and performed to specification up to the (B)(6) 2015. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the final history log entry on (B)(6) 2015. The returned pad-pak was installed. The device passed an auto self-test and was manually power cycled passing a further self-test. A "warning memory full" prompt was given after both self-tests. The device was then witnessed switching itself on. The device was tested on calibrated equipment. A test shock was delivered without fault and an acceptable measurement was recorded. The device was then disassembled for further investigation. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions. Corrosion on the membrane tail had a caused a connection between track 13 and track 14. This resulted in the device switching itself on automatically. The corrosion indicates the device had been stored in adverse conditions.

Event description:
There was no patient involved in this event. Device switches on automatically.